Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and tissue necrosis in the abductors. Osteolysis was also reported. Also, the cup was not well ingrown but was well fixed according to the surgeon.